Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to the receiver not powering on. Functional tests were not performed due to the receiver not powering on. An internal visual inspection was performed and passed. The battery voltage was measured and failed. The receiver log was downloaded after the battery was replaced with a good known battery. The receiver log was reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be defective battery. No injury or medical intervention was reported.